Event description:
It was reported that balloon rupture occurred. The target lesion was located in severely calcified vessel. A 2.50mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. A new 3.00mm x 12mm nc emerge balloon catheter was also advanced during the same procedure, still, the balloon ruptured. The device was replaced with a wolverine balloon catheter and the procedure was completed. No patient complications nor injuries were reported.